Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue and debris on product. Visual inspection found haptic torn and with residue and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -16.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2020. This resolved the problem.